Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the source of the bleeding which caused the pericardial effusion could not be determined. However, the bleeding maybe related to a possible aortic dissection, annular rupture and/or ventricular perforation (from an edward¿s product or non-edward¿s product). A bovine pericardial patch was placed around the aortic root and left ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During the transfemoral tavr procedure, post deployment of a 23mm sapien 3 valve the patient had a pericardial effusion. Despite multiple attempts to surgically locate and repair the effusion, the patient expired. Initially a bav was performed and the patient's pressure recovered. A 23mm sapien 3 valve was then deployed via the transfemoral approach. After deployment, the patient's pressure increased to 119/56 without any hemodynamic support or administration of drugs. Post procedure tee revealed a small pericardial effusion which was slowly increasing. A pericardialcentesis was performed. Initially the effusion dissipated per tee imaging but after a couple of minutes it increased again. An additional 900cc of blood off was then drained. Off pump, the surgeon performed a sternotomy to begin looking for the cause of the effusion. The source of the leak could not be located. Bp could not be maintained, so the patient was placed on pump. The effusion was re-evaluated but the source of the leak could still not be located. A bovine pericardial patch was placed around the aortic root which and left ventricle. Multiple fluids were given in an attempt to coagulate the blood but the effort was unsuccessful. Approximately 4-5 hours later all efforts were discontinued and the patient expired.